Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. Based on the evidence available in this investigation, the reported damage to the lens tip most closely aligns with use-related factors such as repeated handling and frequent cleaning or sterilization cycles. There is no indication of non-conforming material at shipment, nor any evidence of a design anomaly that would warrant further action. The transducer was replaced to address the customer's immediate concerns, and the replacement transducers is in service with no further similar issues.

Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. This was associated with an epiq elite ultrasound system. This was found outside of patient use and there was no patient or user harm associated with this event. The service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.